Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient was hospitalized due to high blood glucose (bg) levels of 22.5 mmol/l (405 mg/dl). The omnipod personal diabetes manager (pdm) is not working properly, stuck in the loading function, unable to activate a new pod. At the hospital, the patient was placed on an intravenous (IV) of insulin and provided with syringes as a backup.